Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 485 mg/dl. The customer treated with the pump. The customer stated that the no delivery alarm occurred during manual prime. The customer stated that the no delivery alarm was not recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.